Manufacturer narrative:
The customer¿s reported complaint of a programming issue was not confirmed. Testing shows the device is infusing properly. Test results from the over infusion test method performed on the source device confirmed the pump module is within specification and operating as intended.the source pump modules motor mount was overserved to be broken, this is considered an incidental find and not relevant to this investigation.the sear was observed with dry fluid residue. The right (male) iui was observed with dry fluid residue. The left (female) iui was observed to be in good condition. The bottom of the pump module was observed with a missing rubber stopper (feet). The pump module infusion was being used for treatment. The root cause of the customer¿s reported programming issue was not determined. Customer¿s returned source device was confirmed operating within specification based on the test results. Device history review:a review of the device history record showed the device had a manufacture date of 28dec2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for pump module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.a review of the complaint history record in trackwise and sap was performed for the pump module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported from the emergency room (ER) that the device was programmed at 16:40 to infuse alteplase 69.4ml (concentration: 1mg/1ml) at a rate of 416.4ml/hour for use on an adult stroke patient. The md order further stated to give a 10% bolus (6.94ml) of total dose over 1 minute and to infuse the remaining 90% of total dose (62.46ml) over 1 hour for a total of 69.4mls although the infusion was to infuse over an hour, the infusion completed within approximately 20 minutes. The customer later stated that the rapid infusion occurred continuous infusion- per event log report drug calculation setup - it was noted that the ¿diluent volume¿ entered was 416 and not the total drug dose amount of 69.4 (less the bolus) which calculated a rate of 374.455 (alteplase is 1mg/1ml concentration and the drug amount is equal to the diluent volume). The infusion completed approximately 18 minutes 55 seconds. The patient immediately complained of new onset lower back pain. A kidney, ureters and bladder (kub) x-ray was ordered to rule out retroperitoneal bleed which was negative. Customer reported that "on review of the event log from the pump and in discussion with staff involved it was determined that diluent volume amount entered was incorrect. We made changes/mitigated by implementing architectural and software modification/enhancement-intermediate on our end."

Manufacturer narrative:
The customer¿s reported complaint of a programming issue was not confirmed. Physical inspection of the device noted the instrument seal intact. Door hinges are intact and functional. Platen, posts/hinge, pins/springs buttons are all intact and not interfering with door operation. The door latch/sear and pivot latch screw is installed and not interfering with door operation. The sear was observed with dry fluid residue. The right (male) iui was observed with dry fluid residue. The left (female) iui was observed to be in good condition. The bottom of the pump module was observed with a missing rubber stopper (feet). The power cord was observed to be from a third-party vendor, all other inspected components were observed to be bd manufactured parts. Reviewed of the logs identified the system was powered on at 05:02pm on 06 (B)(6) attached with the source pump module s/n (B)(6) (channel a). A second pump module was added at 05:15pm on (B)(6) 2020, pump module s/n (B)(6) assigned (channel b). The profile in use was identified as ¿critical care.¿ based on the logs, a guardrails continuous infusion of drugid 26 was programmed at 5:14pm, at drug amount of 69.4mg, diluent volume of 416ml, patient weight of 77.11kg, rate of 374ml/h and a vtbi of 69.4ml. The dose was observed to be 0.81mg per hour. The pump module infused until 5:53pm when the unit was paused. The total volume was recorded as 55.104ml. The user updated vtbi to 10ml at 05:26pm and restarted infusion. The pump module infused until 5:26pm when the unit was paused. The pump module is channeled off at 05:30pm. The total volume was recorded as 65.336ml. Rate accuracy testing found the device to be in specification. The root cause of the customer¿s reported programming issue was not determined. Device history review: a review of the device history record showed the device had a manufacture date of 28dec2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for pump module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the pump module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported from the emergency room (ER) that the device was programmed at 16:40 to infuse alteplase 69.4ml (concentration: 1mg/1ml) at a rate of 416.4ml/hour for use on an adult stroke patient. The md order further stated to give a 10% bolus (6.94ml) of total dose over 1 minute and to infuse the remaining 90% of total dose (62.46ml) over 1 hour for a total of 69.4mls it was further reported that the infusion was to infuse over one hour, however the infusion completed within approximately 20 minutes. The customer later stated that the rapid infusion occurred continuous infusion- per event log report drug calculation setup it was noted that the ¿diluent volume¿ entered was 416 and not the total drug dose amount of 69.4 (less the bolus) which calculated a rate of 374.455 (alteplase is 1mg/1ml concentration and the drug amount is equal to the diluent volume). The infusion completed approximately 18 minutes 55 seconds. The patient complained of new onset lower back pain. A kidney, ureters and bladder (kub) x-ray was ordered to rule out retroperitoneal bleed which was negative. The customer stated that "on review of the event log from the pump and in discussion with staff involved it was determined that diluent volume amount entered was incorrect. We made changes/mitigated by implementing architectural and software modification/enhancement-intermediate on our end."

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there was a programming issue with a large volume pump. Infusion should have been over an hour occurred in approximately 20 minutes. There was no reported patient impact.

Manufacturer narrative:
Revised suspect device from the 8100 to the 8015: revised.

Event description:
It was reported from the emergency room (ER) that the device was programmed at 16:40 to infuse alteplase 69.4ml (concentration: 1mg/1ml) at a rate of 416.4ml/hour for use on an adult stroke patient. The md order further stated to give a 10% bolus (6.94ml) of total dose over 1 minute and to infuse the remaining 90% of total dose (62.46ml) over 1 hour for a total of 69.4mls although the infusion was to infuse over an hour, the infusion completed within approximately 20 minutes. The customer later stated that the rapid infusion occurred continuous infusion- per event log report drug calculation setup - it was noted that the ¿diluent volume¿ entered was 416 and not the total drug dose amount of 69.4 (less the bolus) which calculated a rate of 374.455 (alteplase is 1mg/1ml concentration and the drug amount is equal to the diluent volume). The infusion completed approximately 18 minutes 55 seconds. The patient immediately complained of new onset lower back pain. A kidney, ureters and bladder (kub) x-ray was ordered to rule out retroperitoneal bleed which was negative. Customer reported that "on review of the event log from the pump and in discussion with staff involved it was determined that diluent volume amount entered was incorrect. We made changes/mitigated by implementing architectural and software modification/enhancement-intermediate on our end."

Manufacturer narrative:
The customer¿s reported complaint of a programming issue was confirmed. Testing shows the device is infusing properly. The root cause of the programming issue was determined to be due to an incorrect diluent volume being entered. Review of the logs confirmed that 416 ml was entered for the diluent volume instead of the intended 69.4ml resulting in a flow rate much higher than intended. A review of the device history record showed the device had a manufacture date of 16feb2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for pump module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the pump module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.